Manufacturer narrative:
It was reported by customer that filter unable to detach from nad. One sample of item number 20129e was received for sample investigation. The sample was first visually examined for any damages or abnormalities. No damages or abnormalities were identified. The extension set was connected to an unidentified non-bd connector. The extension set was then primed and tested using a 10 ml syringe filled with a solution of 85% glycerin and 15% water, and conducting a fluid push through the sample. The sample was tested for leakage, air-in-line and any flow issues with the unknown connector still attached. There were no indications of any failures at the filter or at the connectors. The non-bd connector was then disconnected, and the set was connected to a known bd extension set with a female luer adapter connector. Again the sample was tested using the 10 ml syringe filled with water. There was no indication of leakage or connection issues with the sample. The customer complaint of connection issues could not be replicated. No root cause was determined because the failure could not be replicated. A device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 20129e batch number#: 23099411. It was reported by customer that filter unable to detach from nad. Verbatim#: rcc received a complaint via email. Email(s) attached. We want to report the following: item description: tube IV ext w/filter 1.2 mi. Mfg#: 20129e lot#: (10)23099411. Description of problem: filter unable to detach from nad. Please initiate the return and credit. Also make sure to use our choc report number for all communication. Customer reply: yes, I do have a sample that I can return for evaluation.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris extension set disconnected the following information was received by the initial reporter with the following verbatim description of problem: filter unable to detach from nad.